Event description:
Material # 515070, batch # unknown. Verbatim: complaint via email. Email(s) attached. Good morning. On 5/5/2026, we had a safety event reported for bd item # 515070 (phaseal optima connector). Let¿s identify this as xxx as a reference number. The defective product has been discarded by the clinicians. Based on the information provided below, could you start a product quality report? Reported date 5/5/2026; event date /5/2026; item number 515070; lot number 2507301; item available for pick up? No. Picture no. Patient harm none. Event details: housekeeping called rn for IV leaking, rns came and stopped the blina. The phaseal broke from the connection and spilled on the floor. Pt. Did not have any spill on her. Chemo spill clean up done & chemo was hooked back to pt. Charge nurse notified about the incident.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.